Manufacturer narrative:
Patient information is unknown. Date of event is unknown. This report is for an unknown plates: 3.5 mm lcp olecranon plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent removal of a broken 6h left 3.5 mm locking compression plate (lcp) olecranon plate. This report is for an unknown plates: 3.5 mm lcp olecranon plate. This is report 1 of 1 for (B)(4).